Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error, unexpected restart, and external error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test and rewind test. Unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm, unexpected restart alarm and external error alarm noted during the testing. Motor passed motor test.